Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the adhesive damage is traced to expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, for an annual inspection with no reported complaint. However, during the device analysis, a crack in the adhesive around the distal end light guide lens was observed. There was no patient involvement.